Event description:
Initial report indicated that the patient had their vns generator explanted for infection and would have another one reimplanted once their infection has cleared. Good faith attempts are being made for additional details surrounding the reported event.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirm sterilization for the generator prior to distribution.

Event description:
Additional information was received in regards to the patient's reported infection. One week post-op the patient's vns generator site was draining. No fever or chills noted. Patient has autism and he had been picking at his incision since he was discharged from the hospital. He had been treated for 24 hrs with keflex antibiotic. On inspection of the generator site there was frank copious drainage which was able to be expressed from the generator pocket. The patient had their generator explanted. Wound cultures obtained showed, staphylococcus aureus. The patient's explanted generator was returned for product analysis. The device history record shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator is operating within designed limits, meeting manufacturers final electrical test specification. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient's infection was caused by mrsa. No further relevant information has been received to date,